Event description:
It was reported to medtronic minimed that the customer¿s insulin pump indicated a battery problem and experienced hyperglycemia. The customer blood glucose value was 400 mg/dl and hyperglycemia was treated with insulin pump. The event involved product mmt-1882. Troubleshooting was not performed. It was unknown whether the auto mode feature was active at the time of incident. It was unknown whether the customer had been using an insulin pump within 48 hours of reported event. No further patient complications were reported. No product return was required for mmt-1882.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test. Sleep current measurement and active current measurement within specifications. History was downloaded successfully using thump software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery alarm during testing. Failed battery alarm not found in the formatted history file and on the event date. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on: battery cycle 24.0 received the lowbatteryalert (104) on 09/10/2025 19:11:00 after more than 7 days at 42.09 days. Battery cycle 23.0 received the lowbatteryalert (104) on 07/30/2025 13:39:00 after more than 7 days at 37.33 days. Battery cycle 22.0 received the lowbatteryalert (104) on 06/22/2025 20:04:00 after more than 7 days at 40.09 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit received without original battery cap. Test battery cap fits and function properly. Units were cut/open and inspected and found no moisture damage found. Test reservoir/pcap lock properly inside the reservoir tube. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked and cracked case (battery tube). Power problem-failed battery test not confirmed. Damage-battery cap unable to verify due to received without original battery cap. Damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. 3. Section b5- updated summary. 4. Section h6-updated medical device problem code (1260). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported customer alleged battery cap was damaged.